Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, the device was fired. The device cut but the staples fell out of the device into the patient's abdomen. The staples were retrieved. The staples were not formed. The surgeon stated that the he torqued the device and is not sure if this may have caused the staples to fall out of the cartridge. Suturing was used to complete the case with no patient consequence. The device was discarded.